Manufacturer narrative:
Exact date unknown, event occurred one and a half year prior to the date the manufacturer became aware.

Event description:
It was reported that the ipg was causing bilateral rib pain. The ipg also had difficulty retaining a charge and would take a while to fully charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the facility.